Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm if the needle wasn't broke before surgery or if the needle wasn't broken since the package? There was no broke before the surgery. Did the patient suffer from any consequence due to the surgery prolonged? The patient was normal after the surgery. Could you please provide lot number? The lot number could not be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an intestinal perforation procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle tip broke for 1~2mm when performing the fistulation (intestine). A CT scan was used to look for broken pieces but nothing was found in the patient's body, operation area and ground. Surgery was delayed for about one hour. Changed another device to complete surgery. There were no adverse patient consequences reported. The patient's current status was reported to be stable. Additional information was requested.